Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow-up CT revealed occlusion (clot) within stent graft on the patient¿s right side. The blood flow was reported as slowed down on the right side where the endurant 16x10x156 was implanted. The physician performed a secondary intervention and stented the common iliac and external iliac with another manufacturer¿s self-expanding stent, resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Review of pre-implant cta¿s revealed that the patient had a 5cm infrarenal aaa. The proximal neck flow lumen diameter just below the level of the lowest left renal artery measured 19mm, and the approximate neck length was 4cm. The infrarenal neck was angulated 35deg r-l, contained minimal thrombus, and was not calcified. The aaa flow lumen diameter was 2 ¿ 3cm, and the distal aortic diameter measured 35mm and was void of calcification. The right common iliac was aneurysmal; 3cm in diameter. The left common iliac artery diameter ranged from 12 ¿ 19 ¿ 12mm. Both iliacs were moderately calcified and non-tortuous. The right external iliac artery was 7mm in diameter and the left external iliac diameter was 6 ¿ 7mm. Review of cta¿s from 7 months post-implant revealed that an endurant stent graft system was implanted. The bifurcate was positioned just below the lowest left renal. The proximal stent graft od measured 24mm. The ipsi limb and extension were placed on the right side, extending distally into the right external iliac artery. The contra limb was placed into the distal left common iliac artery. Beginning within the bifurcate flow divider, the right limb was 100 % occluded down to the right external iliac artery. The occlusion resumes 4cm distal to the stent graft. No stent graft kinks or compression was seen. The minimum right stent graft ID within the aaa measured 11mm, was 9mm within the rcia, and narrowed down to 7mm minimum ID within the right external iliac artery. The left limbs and iliacs system was patent. The max diameter aaa was 4.8cm and no endoleak was seen. No other stent graft issues were observed. The cause of the stent graft occlusion could not be determined from the films provided. Angio images at implant and earlier post-implant images were not available for review. Review of the returned films did not reveal any stent graft characteristics that could explain the occlusion; no stent graft kinks or compression was observed. It is possible that this was caused by poor distal runoff or another patient condition. Films during the intervention which restored the occlusion were not available for review.